Event description:
During a procedure with a green lazer, the outer sheath / tip(ceramic) broke in the pt's bladder. Kub - "a metallic structure measuring 11mm centrally within the mid/lower pelvis is confirmed."